Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 7 months after the dental implant was installed in the patient's mouth it was verified its' loss of osseointegration, but didn't provide any other info about the case.